Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the rod holder became damaged and the rod could not be placed. No additional information is available.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history record for lot # 6582083 revealed instrumedical technologies manufactured the lot. (B)(4). The performed investigation has shown that the coupling rod of the instrument is deformed and torn by external force. Further investigation on the tip of the instrument has shown several tracks of wear. Due to the damage, the rod can no longer be locked accordingly. A possible cause of the damage is the application of high forces on the bilateral rod tip during insertion of the rod. No product fault could be detected.